Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/10/2017 with the following findings: investigation revealed visible moisture corrosion in the battery compartment. The battery compartment was cracked in two places. Leak testing revealed a battery compartment leak. The pump was unable to power on due to heavy corrosion in the battery compartment. The pump was opened, revealing moisture corrosion on multiple internal pump components.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a casing/condition (moisture ingress) issue. It was reported that there was moisture ingress in the battery compartment. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.